Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interogated. Two different programmers were used. Placing a magnet over the device revealed no beeping tones. The patient denies having had an MRI or radiation therapy. An 'out of range' telemetry message was received during the interrogation attempts.